Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore no root cause can be established. A field service representative evaluated the device and attempted to duplicate the issue but nothing would happen. The solenoid would not click and hence would not pressurize. The field service representative removed dump valve cap/diaphragm and put his finger over the hole in the circuit to block it. The unit would then pressurize. The field service representative could not duplicate the issue still. Technical support suggested to replace the alarm board, alarm display board and dump solenoid. Field service representative then replaced alarm board with the stock he had in his trunk. He ordered dump solenoid and alarm display board to replace after he receive them.

Event description:
The customer reported device will not pressurize or start up issue on the 3100 a ventilator. The customer confirmed that there was no patient involvement associated with the reported event.